Event description:
This report is being filed upon notification from our x-ray manufacturer in a foreign country, to submit this event. Problem: the patient had an x-ray exam. After 53 minutes fluoroscopy the patient had a 6 inch by 6 inch abdomen radiation burn.

Manufacturer narrative:
Results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Note; the indicated importer has received FDA exemption number to submit one FDA form 3500a to satisfy both the importer and manufacturer for the same event.